Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator¿s (ICD) programmed tachycardia therapies failed to rescue the patient from ventricular tachycardia (vt). The delivered energy via the right ventricular (rv) lead was not enough to defibrillate the patient. A new subcutaneous lead was implanted and defibrillation therapy (dft) testing was able to successfully rescue the patient. The ICD and the rv lead remains in use with the newly implanted subcutaneous lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.